Event description:
It was reported that (B)(6)-old male patient (165 cm, (B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade. It was reported that the soundstar image was not recognized, it was kept no transducer. This occurred after opening the sterilized packaging and when the catheter was connected. The probe and the p500 reconnected several times but the issue continued, the issue was resolved by changing the soundstar catheter to another one. It was also reported that thermocool® smart touch® sf bi-directional navigation catheter (lot # 30633833l) was found to be clogged at the tip of the irrigation hole. This occurred 2 hours after ablation was started when the catheter was removed from the patient¿s body and flushed, it was confirmed. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter (lot # 30633833l) for another thermocool® smart touch® sf bi-directional navigation catheter (lot # 30625070l). Then the patient suffered a cardiac tamponade. The blood pressure decreased because left ventricle (lv) movement could not be confirmed by fluoroscopy. This occurred during left pulmonary vein (lpv) ablation about 2 hours after ablation was started. No particular treatment was provided for the tamponade; blood pressure was stabilized and ablation continued. The patient returned to the ward. The physician commented that there were no abnormalities while using the products and the relation with the product was unclear; there was no difference from usual. The adverse event was discovered during use of biosense webster products, during ablation phase of the procedure. No intervention was provided. Patient outcome from the adverse event was reported as fully recovered. There was no infectious disease and the judgment of the doctor in charge was that health damage was non-serious. A smartablate generator was used during the procedure. Prior to noting the cardiac tamponade, ablation was already performed. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The customer's reported recognition issues with the soundstar catheter is not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. The customer¿s reported occlusion or no irrigation is also not MDR reportable since it is highly detectable by the physician. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is MDR reportable for the patient adverse event.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that 59 year-old male patient (165 cm, 76kgs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation that was performed for the finished device 30625070l number, revealed no internal action related to the complaint was found during the review. No device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).